Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 680 mg/dl and 600 mg/dl. The customer reported that they felt sick. The customer reported that they received failed battery alarm and power error alarm. The customer declined for the failed battery, power loss and the high blood glucose level explained when the battery is really low the insulin pump may not be able to send insulin especially since she had the power error on the insulin pump. The customer stated she understood. The product was not returned for analysis.